Event description:
It was reported the patient had a loss of therapeutic effect. The device had turned off "for no reason" 2 times. The patient lost stimulation and checked with the patient programmer to verify the device was off. The patient could not isolate where the event occurred. Additional information received reported the patient had great therapeutic effect and stimulation was effective. Everything with the implantable neurostimulator (ins) "seemed fine." The patient was told to document in the future any situation where the stimulation was off and circumstances of it.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).